Event description:
Our distributor in (B)(4) reported that this handpiece overheated during testing. There was no patient involvement, serious injury or surgical delay related to this event.

Manufacturer narrative:
Investigation results: conmed linvatec received this device for evaluation and confirmed the reported problem. During testing, the device exceeded the manufacturer temperature specifications related to cast stator failure.